Event description:
It is reported that the tibial component had loosened, and the device was revised. It was noted that a drop-down stem extension was not used. The surgeon stated that the loosening may have been attributed to a forced manipulation of the joint approximately 10 weeks post-op. After the manipulation, the patient reported pain and the component was noted to be loose. Exact implant and explant dates are unknown.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: x-rays received showing lucency below the tibia plate indicating loosening. Surgeon stated that the patient had aggressive physio-therapy and the loosening may be due to forced manipulation of the joint. Cause can not be determined due to insufficient information. Eval: no product was returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.